Event description:
It was reported that after installation, the gantry chain slacked after 2 days of use. The break of the gantry chain occurred. A new part was ordered for replacement, however in the meantime the original part remains on the equipment and new stb checks have been correctly performed.

Manufacturer narrative:
The chain was replaced and the master link was returned for investigation by varian medical systems. There was no damage to the securing part of the master link (link plate and spring clip). It has been determined that the root cause of the gantry chain "breaking" is the master link clip not being engaged all the way when installed. To alleviate this problem, varian is changing our assembly procedure to clarify the assembly and inspection of this link.